Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was 555 mg/dl. The customer stated that he had done a bolus in the chair and fell asleep and woke up with high readings. The customer treated with manual injection. The customer stated that the battery out limit occurred during normal use. The customer was advised to call back to troubleshoot for high readings.